Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the unspecified bd¿ catheter was expired and used on a patient. The following information was provided by the initial reporter: "expired catheter used on patient xxxxxxx. Patient still having medical issues. And is trying to diagnose if the expired catheter is the cause."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ catheter was expired and used on a patient. The following information was provided by the initial reporter: "expired catheter used on patient xxxxxxx. Patient still having medical issues. And is trying to diagnose if the expired catheter is the cause."